Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. It was reported that the pt's vessels were non tortuous and had a small amount of calcium. The pt had a short angulated aortic neck and its diameter was 25-26 mm. In 2003 it was reported that the bifurcated device was found to have migrated into the aneurysmal sac and the pt developed a persistent type I endoleak that could not be treated because of the short angulated aortic neck. The pt was converted to open surgical repair with removal of the bifurcated device. A conventional graft was implanted and sewn onto the remaining stent graft components that were left in the pt. No clinical sequelae were reported, and the pt is reported to be fine. The stent graft was retained by the hospital.